Event description:
Ous MDR. The patient was in for a health issue regarding his legs. During that visit, the pacemaker was interrogated and pacing failure was noted. The patient denied any symptoms. The patient's natural pulse was around 68 bpm. This lead had an impedance of > 3200 ohms with 2.5v setting. This lead and the pacemaker were explanted and replaced, but not returned for analysis. Nothing unusual was found from the x-rays that had been taken.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.